Event description:
Agent ide study. On an unspecified date, 3.00mm x 38mm and 3.00mm x 28mm promus elite stents were implanted in the mid right coronary artery (rca). On (B)(6) 2023, pet stress test revealed moderate inferoapical and inferolateral ischemia. The subject was recommended for coronary angiography to access stent patency and detect scarring/ in-stent restenosis. On (B)(6) 2023, ECG revealed sinus bradycardia with 1st degree a-v block. On (B)(6) 2023, the subject presented to hospital for planned diagnostic coronary angiography and was noted to have chest pain and fatigue as ongoing symptoms. The subject was hospitalized on the same day and underwent diagnostic coronary angiography which revealed 50% in-stent restenosis at mid segment rca associated with ischemia and abnormal ECG. The subject was diagnosed with class 2 symptoms and moderate ischemia. On (B)(6) 2023, the 95% stenosed obtuse marginal was treated with a 2.50 x 20mm promus elite stent resulting in residual stenosis of less than 10% and timi flow of 3. The event was considered resolved and the subject was discharged.